Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was incorrectly submitted as a reportable malfunction and there were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported that the duodenovideoscope tested positive for an unexpected contamination. However, the customer confirmed there was no allegation of contamination. The subject device was returned, and no reportable malfunctions were found.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope failed culture testing and needs internal cleaning. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.